Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. It was also reported the patient stated she was swollen and experienced an m41 patient sensors too high message during drain 2 of 5 of treatment. The patient indicated they had a drain of 4782 ml during drain 1 of 5 and 5126 ml during drain 2 of 5 of treatment. A review of the patient¿s treatment records identified that this drain volumes are 199% during drain 1 and 214% during drain 2 of the patient's prescribed fill volume of 2400 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pdrn confirmed the patient's symptom of swelling subsided and there were no adverse events or injuries, and the patient did not require medical intervention as a result of the reported event. The pdrn confirmed treatment was completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. It was also reported the patient stated she was swollen and experienced an m41 patient sensors too high message during drain 2 of 5 of treatment. The patient indicated they had a drain of 4782 ml during drain 1 of 5 and 5126 ml during drain 2 of 5 of treatment. A review of the patient¿s treatment records identified that this drain volumes are 199% during drain 1 and 214% during drain 2 of the patient's prescribed fill volume of 2400 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pdrn confirmed the patient's symptom of swelling subsided and there were no adverse events or injuries, and the patient did not require medical intervention as a result of the reported event. The pdrn confirmed treatment was completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed a damaged front panel bezel. There were no visual indications of dried fluid or particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. A simulated treatment was performed and failed. Failure due to cycler encountering m31 air detected in cassette warning caused by a clogged hp2 filter. Replaced filter to continue testing. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The cycler underwent system air leak valve actuation testing and patient sensor calibration test. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. Review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.